Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (260-530 mg/dl). The cause for elevated bg levels was unknown. Customer delivered a bolus and administered manual injections to address elevated bg levels. At the time of the report, customer's bg level was stable. System check with tandem technical support was performed, and the pump functioned as intended. Recommendation was made to discuss diabetes management with customer's health care professional.